Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet bionic pancreas with an fsl3+ cgm after eating dinner without a meal announcement, followed by a manual subcutaneous insulin injection and temporary pump disconnection per guidance; the user interface and procedure were implicated given the missed meal announcement and subsequent handling. Symptoms included hyperglycemia and lethargy. Outcomes included the need for unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the user interface noted as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.